Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the cap has been broken from the handle. The handle appears new otherwise, with no wear or damage apparent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Lot number and device manufacture date provided.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Replacement device on order. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the surgeon used a navlock for making holes to the spine for the screws. The surgeon used a sharp navlock instrument and a wooden hammer to make the holes. Mid-surgery, the metallic knob at the end of navlock handle broke down. A second navlock handle was brought in to allow the surgeon to continue the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.